Event description:
A medtronic representative reported that, while in a cranial procedure, the navigation system camera was power cycling in the cranial software application. After the camera power cycled, it was tracking as expected. This issue did not cause a delay in the procedure. It was confirmed that the power cable was securely connected. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative reported that replacement parts were not needed as the issue was unable to be replicated by myself or another sr. Field service engineer. No parts have been received by the manufacturer for evaluation.

Manufacturer narrative:
Reported issue of the camera power cycling. A medtronic representative, following-up at the site, reported the cycling issue occurs when the camera is being moved. Also reported that a representative from another company was working on the boom system in that operating room (or) earlier in the week. Medtronic representative, at the site, found that on one side of the room the camera worked fine and uninterrupted, however, when the camera was swung to the other side of the room the communication error would occur. In testing, the site's stealthstation s7 system camera was hooked up in the stealthstation i7 integrated navigation system room and the same issue was seen. Return requested. Replacement psu kit shipped to site (B)(4) 2015. Suspect device not returned to manufacturer for analysis. Return requested. Replacement cable csu to psu shipped to site (B)(4) 2015. Suspect device not returned to manufacturer for analysis. Return requested. Replacement cable extension csu to psu shipped to site (B)(4) 2015. Suspect device not returned to manufacturer for analysis. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Performed further trouble-shooting on the cables in the boom and ceiling. A medtronic representative performed another navigation system check-out, all areas passed. System performed as intended. Medtronic representative could not duplicate camera cycling. Inspected camera cables and found no damage. System passed all testing.